Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the forth proximal strut lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. This type of damage is consistent with the device encountering a restriction. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.0 x 38 synergy drug-eluting stent. There were no patient complications reported. However, returned device analysis revealed stent damage.